Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 334 mg/dl. Customer stated that the buttons aren't working. Customer does not wear the sensor. Customer checked her blood glucose before going to bed and went to bolus, but it won't let her do a correction. Customer changed the battery and the screen comes up. Customer reported that once in a while it will come up with a check blood glucose and sometimes show the screen is fine. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.